Manufacturer narrative:
Evaluation: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: investigation has not been completed.

Event description:
Single account reported to dade behring that they observed insufficient growth with quality control organisms m. Luteus and s. Bovis. No growth was seen in growth well on microscan panels. Account also experiencing multiple skipped wells. Multiple panels (both gram-positive and gram-negative) are showing issue with identified prompt inoculation system-d lot but not when set up with other inoculum method. Visual results and instrument results are in agreement. No pt associated with the malfunction, results were obtained with qc organisms.